Manufacturer narrative:
A picture was returned showing a burette set with a partial break at the semi-rigid adapter at the blue clave burette junction. The deformation on the area was at a slight angle, typical of a bend break. The complaint of ruptured connector and a snapped off additive vport can be confirmed based on the returned image. The probable cause of the observed damage is due to unintentional bending forces applied during use. A lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a plum burette set where it was reported there was a rupture at the connector. It was stated the visible damage on the set that caused the rupture was the clave additive port snapped off. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device is not available for evaluation; however, pictures were provided from the customer. Investigation is pending. D4: only di provided as lot number is unknown.